Event description:
The customer stated that she was hospitalized with a blood glucose reading of 22 mg/dl. Prior to the event the customer was experiencing high blood glucose levels. The customer stated that she bolused to treat her high blood glucose, but her blood glucose remained high. Suddenly, her blood glucose levels dropped. The customer changed the infusion set on the morning of the event and she was not connected to the infusion set during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer also mentioned that she has been experiencing high followed by low blood glucose levels ever since she started insulin pump therapy. Advised the customer to speak with her doctor about the possible causes for her high and low blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.